Event description:
During a procedure with the tenex system, part of the microtip needle separated from the rest of the hand piece. The needle was discarded. The procedure had already been completed. There were no patient complications.